Manufacturer narrative:
Date of event: exact date unknown, event occurred a week from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. Reprogramming was not successful. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted lead was discarded.